Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the mouthpiece melted and deformed when autoclaved at 132-134 degrees celsius for 5 minutes. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and device evaluation, it confirmed that due to influence by the autoclave, the whole mouthpiece should be melted by high temperature, however the mouthpiece was partially melted. It is likely that temperature of the chamber was particularly high at certain location in the chamber by some reason which led to the item partially melted. However, a definitive root cause could not be determined. Olympus will continue to monitor the field performance of this device.